Manufacturer narrative:
(B)(4). Medical product: articular surface use with plate 5,6 size green/c-h 12 mm height: catalog#00595204012, lot#62195908; cruciate retaining cr-flex femoral component porous uncemented size f minus (f-) right: catalog#65595201606, lot#62104151. Foreign: (B)(6). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right initial knee arthroplasty on an unknown date. Subsequently, the patient experienced a medial tibial plateau collapse and tibial component loosening. The patient's bone had fractured. The bearing and tibial component were exchanged without incident. There was no visible damage to the explanted products. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.